Event description:
The customer reported that there was a "kv on in error" message. This error may cause the sys to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable and x-ray tube were evaluated and reseated. The sys was tested and found to be working as intended and returned to service.